Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous proximal left circumflex artery. A flextome cutting balloon was used to treat the target lesion. After a guide wire crossed the distal part of the circumflex branch artery, this device was delivered but it failed to cross the lesion. Then another guidewire was used. Air removal was performed within the guiding catheter and blood came into the device. Balloon rupture was suspected. The procedure was completed with a 3.5x13 non-bsc balloon catheter. No patient complications reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for evaluation. A pinhole was identified in the balloon body. Multiple hypo tube kinks were also observed on the device. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated prior to return. Balloon profile: the device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified in the mid section of the balloon. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted. Shaft profile: a visual and tactile examination identified multiple hypotube kinks along of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. Balloon protector dimensions was not done as the balloon protector was not returned for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous proximal left circumflex artery. A flextome¿ cutting balloon¿ was used to treat the target lesion. After a guide wire crossed the distal part of the circumflex branch artery, this device was delivered but it failed to cross the lesion. Then another guidewire was used. Air removal was performed within the guiding catheter and blood came into the device. Balloon rupture was suspected. The procedure was completed with a 3.5x13 non-bsc balloon catheter. No patient complications reported and patient's condition was good.